Event description:
Additional information indicated that after valve implantation, second-degree pvl remained. On postoperative day (pod) three (3), the patient experienced hemolytic anemia. As a treatment, blood transfusion and balloon aortic valvuloplasty (bav) were performed. However, no improvement was observed. On pod-70, the patient was discharged from the hospital, and the subsequent course was to be followed up on an outpatient basis. The outcome was "not resolved".

Manufacturer narrative:
Update information added to b3, b5, and h6 (impact code).

Manufacturer narrative:
Correction to engineering investigation as reported, post-implantation "on (B)(6)/2023 balloon aortic valvuloplasty (bav) was performed with inoue balloon", and "valve deployment contrast solution volume was -1cc", which indicated the valve was likely under-expanded. Under-expanded valve could have difficulty sealing against the target location (native location), resulting in paravalvular leak. In addition, the patient had "moderate aortic valve calcification". Bulky calcification can create irregular contact between the pvl skirt and the target site, resulting in paravalvular leak. In this case, available information suggests that patient factors (calcification) and/or procedural factors (under-expanded valve) may have contributed to the complaint event.

Manufacturer narrative:
Correction to h6; component code, type of investigation, investigation findings, investigation conclusion. The 23mm sapien 3 ultra resilia valve was not returned for examination. Due to the unavailability of the complaint device, engineering could not perform any visual inspection, functional testing, or dimensional analysis. A device history record (DHR) review was performed and did not reveal any manufacturing nonconformance issues that would have contributed to the event. The following instructions for use (IFU) were reviewed: commander delivery system. Based on this review, no IFU training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for post-implant paravalvular leak (pvl) was unable to be confirmed due to unavailable relevant imagery and medical records. A review of the DHR did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of the IFU/training materials revealed no deficiencies. Per the instructions for use (IFU), paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valve and the transcatheter valve replacement procedure. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post-deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. As reported, post-implantation "on (B)(6) 2023 balloon aortic valvuloplasty (bav) was performed with inoue balloon", which indicated paravalvular leak with a patient, so the post-dilation was performed. In this case, paravalvular leak likely occurred due to the valve being under-expanded. An under-expanded valve could have difficulty sealing against the target location (native location), resulting in paravalvular leak. Available information suggests that procedural factors (under-expanded valve) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment nor corrective or preventative actions are required at this time.

Manufacturer narrative:
The investigation is ongoing. H3 other text : valve remains implanted.

Event description:
The patient underwent transfemoral transcatheter aortic valve replacement (tavr) for the native aortic position and a 23 mm sapien 3 ultra resilia valve was implanted. On an unknown date, the patient experienced hemolytic anemia. A balloon aortic valvuloplasty (bav) was performed with inoue balloon. The subsequent course including the outcome was unknown.